Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v758211, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had no stimulation sensation and a loss of bladder control. It was noted that the patient was having to go to the bathroom and wanted to try to increase stimulation. The patient was on program 4 at 0.4 volts and then increased to 1 volt and did not feel stimulation. The patient switched to program 1 at 3.1 volts and did not feel any stimulation. The patient then switched to program 2 at 2.8 volts and did feel stimulation. It was noted that the patient increased to 2.9 volts and decided to try this for a while and see how it went. It was later reported that the patient¿s bladder was ¿running like crazy¿ and this had started a while ago. It was noted that the patient adjusted stimulation from 3.5 to 3.7. It was reported that the patient was going to try leaving the device set at 3.7. It was noted that there was a problem with the patient programmer and the patient just changed the batteries. It was later reported that there was a loss of therapeutic effect, a loss of bladder control, and the patient felt like he had to ¿go all the time.¿ it was noted that this started on and off for the last month or so. The reporter stated that the device was at 8.5 volts on program 2 and stimulation was off. The patient turned stimulation down to 0 volts, turned the device on, increased it to 2.5 volts, and stated that it was comfortable there. Additional information received reported the patient currently felt no stimulation, but could feel stimulation a few minutes ago. The reporter stated they had been going to the bathroom a lot for quite a while now. It was noted the patient checked the implantable neurostimulator (ins) with the patient programmer and found that stimulation was off. It was further noted the patient was able to turn stimulation back on and they could feel stimulation. The reporter stated they did not want to change the settings and they were on program 2 at 4.0 volts. It was noted the patient reported stimulation was turning off.